Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with associated lot number. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. Health effect clinical code 4581 was used as no other feasible code was found for the preferred term "blood ooze".

Event description:
It was reported that a physician attempted to close a 7f puncture with a 7f celt device. A small ooze was observed immediately after the case and persisted for approximately 90 minutes. The patient was kept in the recovery area for an additional 90 minutes and the access site appeared dry and haemostatic for 90 minutes. After approximately 210 minutes post-deployment, the patient was fully ambulated and attempted to dress and put on his shoes. At that point, the nurse noticed that blood was once again oozing from the puncture site dressing. The dressing was removed, and manual pressure was needed for approximately another 15-20 minutes to regain hemostasis. Hemostasis was achieved and a merit safeguard hemostasis device placed on the puncture site. The patient was discharged without further incident.